Event description:
It was reported that insulin gauge displayed amount that differed significantly from what customer expected, with pump showing 8 units while customer expected 80 units, although displayed value continued to change as insulin was delivered. There was no reported impact to the customer¿s blood glucose level. Customer confirmed proper cartridge preparation, reloaded same cartridge with guidance from technical support, declined suggested test bolus, and agreed to monitor insulin display and follow up if needed, with no additional outcome information provided.